Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a low glucose alert with a measured blood glucose of 69 mg/dl and an ¿insulin set expired¿ alert, after which the patient consumed fast-acting carbohydrates and was advised not to enter a meal announcement and to replace the infusion set; the user changed the infusion site and reported resolution without recurrence of highs. Symptoms included hypoglycemia. Outcomes included transient low glucose that resolved with carbohydrate intake and infusion set replacement, without hospitalization or injury. Investigation included customer interview, device use review, and troubleshooting and education. Investigation of this case revealed that blood glucose returned to target after site change and carbohydrate intake, with no device malfunction confirmed. It was concluded that the event was hypoglycemia with an unclear cause; user guidance was provided and the issue resolved. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.